Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush broke off. Cracked and loose in mouth-oral-b toothbrush [device breakage]. Case narrative: consumer parent reported via e-mail that toothbrush broke off and head no longer stays attached as it came off in consumer's mouth. No injury was reported.